Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors such as chf, dyslipidemia, and metabolic issues contributed to the valve stenosis.   A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, the stenosis could be related to the patient¿s advanced age, and progression of the existing disease process.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported through the (B)(6) clinical trial, five years post implant, the patient¿s echo showed severe prosthetic aortic valve stenosis. The ava was .4 cm2. Given her advanced age and severe as, the patient and family elected hospice care. The patient presented at the ed with a two-week history of worsening leg edema and shortness of breath on exertion. The last time the patient visited her physician, she was diuresed for worsening swelling; however, has not noted improvement in edema in the last 2 weeks. She denied having chest pain or palpitations. At the ed, she was taken to the bathroom without oxygen and had a near syncopal episode and was noted to be hypoxic (sats in the 70's at room). Post tavr, the discharge av gradient measured 6mmhg and the valve area was 1.45cm2. One year and four months later, the echo showed significantly increased aortic regurgitation, but she continued to have good lv function. The patient continued to have significant mitral regurgitation and severe pulmonary hypertension. The echo performed two years and 8 months post procedure showed good ejection fraction at 55-60. The aortic regurgitation appeared milder to moderate and pulmonary pressure mildly improved to 80.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.